Event description:
The customer reported that on power up the device showed a shock equipment malfunction and failed the defib test when running op check.

Manufacturer narrative:
(B)(4). The philips repair bench evaluated the device and confirmed the failure. The device was repaired by replacement of the therapy pca. After passing all performance assurance testing the device was returned to the customer.